Manufacturer narrative:
The device was received not deployed. Corrosion was observed on the pcb assembly and throughout the internal components of the device. Inspection of the bottom housing found the housing vent to be punctured and the kill switch plug to be missing. All three batteries were found to be depleted due to the corrosion inside the device and an external power supply was required to download data from the device. The download data shows an 0xd7, power reset detecting while running, alarm occurred during the priming sequence. The device completed 47 first prime pulses prior to being deactivated due to the alarm. The alarm prevented the needle mechanism from deploying. Upon manual rotation of the ratchet gear, the needle mechanism deployed without issues. During investigation, a leak test was performed and no leaks or damages to the fluid path were observed. Inspection of the reservoir found a hole that lines up with the puncture damage to the housing vent, indicating post use damage. Investigation could not conclusively determine if the damage to the bottom housing allowed fluid to leak into the device and contribute to the observed corrosion. It could not be conclusively determined if the batteries had sufficient voltage prior to the corrosion occurring and an accurate shelf mode current measurement could not be made due to the corrosion inside the device. A root cause for the 0xd7 alarm could not be conclusively determined.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.